Manufacturer narrative:
Review and confirmation of mfg records was performed. No anomalies were found. Conclusion: mfg records were reviewed and demonstrates that this device met all specs prior to leaving greatbatch medical. No conclusion can be drawn.

Event description:
Boston scientific crm rec'd info that this left ventricular lead was explanted and replaced after exhibiting loss of capture at maximum outputs and investigation showed the lead body had experienced a break. A boston scientific field representative reported that the pt initially was experiencing muscle stimulation. An x-ray inspection did not show lead damage. Upon investigation via thoracotomy, it was observed that the epicardial surface of the lead had partially separated from the lead body, exposing the electrodes to the pt's chest wall. There was no adverse pt effects.